Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the numbers on the screen kept scrolling when pressing the up and down buttons during a bolus attempt. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 9.1 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would not be replaced or returned for analysis.